Manufacturer narrative:
(B)(4). Review of lot f1727903, revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that a mynxgrip vascular closure device (vcd) balloon failed to deflate after deployment of the sealant. The vcd was being used in conjunction with a 5f procedural sheath introducer for femoral arterial closure following an abdominal/visceral angiography procedure. The product was stored as instructed per labeling. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The balloon was prepped with 100% saline. The deployer pinned/pinched the balloon with the advancer tube. It is unknown if the balloon was inverted or not. The physician had to remove the device with the balloon still inflated. Manual compression was applied for 10 minutes. The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered. The vcd will not be returned for analysis as the customer discarded the device.

Event description:
Addendum (05/25/2018) additional information indicated that the mynxgrip vascular closure device (vcd) was prepped according to IFU instructions.

Manufacturer narrative:
Complaint conclusion: it was reported that a mynxgrip vascular closure device (vcd) balloon failed to deflate after deployment of the sealant. The vcd was being used in conjunction with a 5f procedural sheath introducer for femoral arterial closure following an abdominal/visceral angiography procedure. The product was stored as instructed per labeling. The mynxgrip vascular closure device (vcd) was prepped according to the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The balloon was prepped with 100% saline. The deployer pinned/pinched the balloon with the advancer tube. It is unknown if the balloon was inverted or not. The physician had to remove the device with the balloon still inflated. Manual compression was applied for 10 minutes. The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered. The vcd will not be returned for analysis as the customer discarded the device. Review of lot f1727903 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. According to the product IFU, users are instructed that during preparation of the device, inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and the syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.